Event description:
It was reported that during an unknown procedure there was a solid tone with error code '5'. Reinstalled but still had same problem. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the blade broken and discolored (blue) due to heat generated from contact between the blade and tissue pad; in addition it was returned with the device. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for a solid tone with an error code 5. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.